Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant in an asymptomatic patient, post-paced t-wave oversensing on the ventricular lead was observed. Programming changes were made. Later, when the asymptomatic patient presented in-clinic for a routine device check, post-paced t-wave oversensing was observed again. It was noted that the oversensing had only happened on a single day. It was discussed that decreasing the sensitivity settings may not be appropriate. No programming changes were made at this time.